Event description:
Hill-rom received a report from the account stating the bed exit would not alarm at the nurses station. The bed was located in room 4307. There was no patient/user injury reported. This report was filed in our complaint handling as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested checking the communication cable. It is necessary for the hill-rom 1000 bed to have an effective maintenance program. We recommend that you do annual preventative maintenance(pm) and testing for joint commission certification. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the side communication board to resolve the issue. Based on this information, no further action is required.